Event description:
It was reported that patient's pacemaker exhibited diagnostic anomaly in which the device displayed false pacemaker mediated tachycardia (pmt) episodes. No intervention was done. There were no patient consequences.